Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports being unable to obtain a result on the aviva system due to an error on the device while customer was passed out. Customer's test strips were expired. Prior to passing out, customer felt hot, sweaty, and clammy and looked pale. Customer stepped outside to get some air, and he started throwing up. Then he passed out. Caller and customer's brother woke the customer up and treated him with food which he was able to consume on his own. Requested return of suspect device and replacement was sent.